Manufacturer narrative:
(B)(4). The customer returned a 2-lumen catheter marked 5fr x 55cm on the juncture hub. The catheter body was cut off at the 45cm mark and the distal portion was not returned. Examination of the catheter showed that there was a kink in the catheter body approximately 2mm below the juncture hub. Bending the catheter at the juncture hub makes the kinking more severe. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks were found in either lumen. The report of a catheter leak from a split 2-3mm below the hub and seeping at the insertion site could not be confirmed through evaluation of the returned sample. The catheter passed leak test; however, 45cm of the distal end of the catheter body was cut off and not returned. The catheter did exhibit a kink in the body 2mm below the juncture hub, but it was not split. A DHR review was performed and it did not reveal any manufacturing related issues. Since the entire catheter was not returned, the probable cause of the leak could not be determined based on the sample and information provided.

Event description:
The customer alleges that there was a leak from the PICC insertion site. Upon removal, it was observed a split (3-4mm in length), below the hub of the catheter.the patient also had an on-q pain pump attached to the PICC and was checking with the pain pump company regarding pressure issues which might be related to this catheter malfunction.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that there was a leak from the PICC insertion site. Upon removal, it was observed a split (3-4mm in length), below the hub of the catheter. The patient also had an on-q pain pump attached to the PICC and was checking with the pain pump company regarding pressure issues which might be related to this catheter mal-function.